Manufacturer narrative:
Investigation summary: as no photo / sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. Investigation conclusion: unable to confirm the customer experience as no photo and no sample was returned. Root cause description: the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: as no photo / sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned. The root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that during use of the venflon pro safety 22ga 0.9mm od 25mm l the needle would not retract. The following information was provided by the initial reporter: needle would not retract from the cannula.